Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a distal right internal carotid artery stenting procedure, the nav6 emboshield was placed in the distal lesion beyond a bend and the lesion was pre-dilated. The rx acculink stent delivery system (sds) was taken to the lesion. Deployment was attempted, but it felt like there was too much tension in the deployment mechanism, so deployment initiation was stopped and the sds was removed without issue. Upon removal, the stent was noted to be exposed. A 9x7mm xact stent was successfully deployed in the lesion. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.